Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the first clip detaching from one leaflet requiring intervention. It was reported that the patient underwent a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The first clip delivery system (cds) (11103r248) was advanced and placed on the tricuspid valve. Post-deployment the clip detached from the septal leaflet (single leaflet device attachment (slda)). A second cds (11103r247) was advanced to the tricuspid valve and deployed to stabilize the slda clip. Immediately after deployment, the clip completely detached from both leaflets and embolized. The clip appeared to be stuck in the hepatic vein and it was snared and removed from the patient. The procedure was aborted, the slda clip remains implanted in the patient and the tr remains at a grade of 4. There was no clinically significant delay in the procedure. The physician believes the slda was due to the patient¿s anatomy, as the leaflets were not amenable to the therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. It should be noted that the mitraclip g4 system instructions for use (IFU) states under the indication for use section that ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation¿. The off-label use was due to the mitraclip device being used on the tricuspid valve. The off-label use is not confirmed to have contributed to the reported slda. The reported tricuspid regurgitation is a cascading event of the slda. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.